Event description:
According to the complainant, "the device tore the tissue instead of cutting it." It was further reported that the procedure was completed with this radial jaw 4 biopsy forceps device. The physician let the patient's bleeding resolve on it's own; no medical intervention was required. No patient complications were reported as a result of this event. The patient 's outcome was reported to be "good".

Manufacturer narrative:
Visual examination of the returned device did not reveal any anomalies. A functional evaluation was performed and concluded that the device performed as intended. The complaint was not confirmed; the cause of the reported malfunction is undetermined. The device history history for the pertinent lot was performed; no anomalies were noted. The june 2008 15-month radial jaw 4 biopsy forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.